Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Literature report received from japan via (B)(6) hospital: surveillance of the duration of use of old and new j-tubes and the number of adverse events in 14 pd patients who received lcig therapy at (B)(6) hospital. As the cause of dislocation, there was 1 case in which food residue adhered to the tip of j-tube. No further information was available.